Manufacturer narrative:
Pump successfully downloaded traces and history file using thump. Pump passed active current measurement, and self test. Pump failed sleep current measurement due to moisture damage on the pcba 1. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) not within spec range. No low battery alert noted during testing however, noted in the pump trace download on 05/18/2024 at 12:08:08.000. ¿pump was cut open to perform visual inspection and found¿cold solder joint¿on the pcba 1 j7. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, label damage(peeling/faded), and cracked battery tube threads. In summary, customer allegation for pump's battery lasting less than 1 week confirmed during testing when pump failed sleep current measurement due to cold solder joint at pcba 1 j7. Alarm unspecified not confirmed during testing or in pump history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that pump battery was not lasting, unexpected battery power loss and a message that delivery stopped. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.